Event description:
Our rep is reporting the following to us: during a meniscal repair with the use of omnispan for fastening, the surgeon inserted the applier and fastener into the joint space; before deployment of the fastener, the tip of the applier broke off dropping the attached fastener into the joint space; all was removed. The surgeon used a smith & nephew product to complete the case with a 25 minute delay to the procedure. They are reporting no patient consequences. Applier discarded.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.